Event description:
During a thrombectomy procedure a retriever was used in the occluded right internal carotid artery (r-ica). It was reported that an extravasation that resulted in a subarachnoid hemorrhage was confirmed at the middle cerebral artery junction area. The physician administered 20.7 mg of tissue plasminogen activator (t-pa) in response to the event. The relationship between the device used and the reported procedural event is unknown. It was reported that approximately 3 months post procedure the patient died due to pneumonia. No additional information is available.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Subject device is not available.

Event description:
During a thrombectomy procedure, a retriever was used in the occluded right internal carotid artery (r-ica). It was reported that an extravasation that resulted in a subarachnoid hemorrhage was confirmed at the middle cerebral artery junction area. The physician administered 20.7 mg of tissue plasminogen activator (t-pa) in response to the event. The relationship between the device used and the reported procedural event is unknown. It was reported that approximately 3 months post procedure, the patient died due to pneumonia. No additional information is available.